Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified eccentric posterior lateral artery that was 99% stenosed. A 2.5 x 12 mm traveler balloon ruptured during the first inflation at 4 atmospheres. The procedure was successfully completed using another balloon. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.